Event description:
Information received, indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found excessive grease on the drive, which caused the drive brake to drift. The technician cleaned the hi/low drive assembly to repair the bed.